Event description:
It was reported that a malfunction occurred on the pump after it died while being charged, causing the customer's blood glucose level to rise to 532 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support assisted in resetting the pump, but the malfunction recurred, and the screen froze, prompting the decision to replace the pump. The customer was informed about receiving a pump with updated software and instructed on how to prepare the faulty pump for return. A replacement pump was sent, and the customer acknowledged the steps needed to program and connect the replacement pump.